Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Test strips were expired and unable to be evaluated. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is around 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the home office. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2019 and open vial date is may 2019. The meter memory was reviewed for previous test result history. (B)(6).